Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced midurethral sling using a suprapubic kit for the preoperative diagnosis of type 2 stress urinary incontinence.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced a string in the vagina, erosion of the suburethral mesh (1 cm), overactive bladder, extrusion of suburethral mesh, which was eventually excised in the office, mixed incontinence, frequent urination of small amounts, urgency, soaking through pads with cough, sometimes pushes to empty, vaginal symptoms, treatment with vesicare, drinking significant amounts of fluids at night, smoking heavily at night, hypermobile urethra, uti, depression, IV drug use (in remission, clean for one year in 2010), pubovaginal sling surgery using graft harvested from the rectus fascia and cystoscopy (2010), scarring associated with previous incision and fatty tissue herniating through the rectus abdominis muscle. The patient continued to smoke significant amounts after the (2010) surgery. The patient reported coughing and sharp pain in the suprapubic incision area and was concerned that she had dislodged something but then she felt better (2011).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).